Manufacturer narrative:
Correction: use of the navigation was aborted prior to incision. Reported issue did not occur during active navigation. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service.

Event description:
A site representative reported that during a spinal fusion procedure, when the surgeon was entering the application software the navigation system exited without prompt from the user. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.